Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 24 mg/dl; cause was unknown. Customer required assistance from partner to treat bg level via consumption of carbohydrates and glucagon. Additionally, paramedics were called, however, no additioanl treatment was provided. The customer was instructed to consult with healthcare provider regarding bg level. Pump data review by tandem technical support confirmed the pump was functioning as intended.